Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient experienced irritation at her intravenous infusion site; that it was burning, red, and irritated; and believes it's an allergic reaction to chlorhexidine in the tegaderm dressing but unsure. The patient also reported that both pumps have alarmed with high pressure error message during the past month; was unable to get the same pump infusing again so she switched back and forth between the pumps until she was able to get one of them infusing again. Event resolved. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Additional information is provided in h.2., and h.6. Product was not returned, and no photographic evidence provided to aid in this investigation. As a result, product evaluation and problem confirmation cannot be performed. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1., please direct those to the following: regulatory.responses@icumed.com.